Event description:
Patient reported experiencing elevated blood glucose level since (B)(6) 2013; took correction via infusion device and pen. Patient's exact blood glucose level was not provided. Patient's normal blood glucose level was not provided. Patient stated on (B)(6) 2014 he received a replacement infusion device from his diabetes specialist; blood glucose levels are okay with this infusion device. Patient alleges the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.